Manufacturer narrative:
Patient information unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: 09.aug.2011. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (driving cap (part number 03.010.475 / lot number 2731801). The subject device was returned with the complaint condition stating that the surgeon was hammering the tibial nail down when the driving cap broke. The driving cap snapped into two pieces. One piece of the broken driving cap remains stuck inside the insertion handle. This returned driving cap is intended for use across various femoral and tibial nail procedures. During use the driving cap is attached to the insertion handle and hammered to drive the nail into position. This information is provided per the suprapatellar instrumentation for titanium cannulated tibial nails. The device was received with the distal threaded portion separated from the shaft. The transverse break which has permitted separation is located at the base of the distal tip. The distal tip was received retained in the concomitant handle and could be removed by hand. The proximal flat of the driving cap shows impact marks consistent with significant use. Impact marks were also observed on the edges and underside of the proximal portion which would not be expected from recommended use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Based on the date of manufactured the following drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. The device shows evidence of hammering in the direction of removal and off-axis. Impact on a driving cap which is not fully tightened can cause it to experience unintended forces which can leave the threaded region in a compromised position and vulnerable to breakage, as seen in the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a driving cap broke during a right distal third tibia/fibula fracture repair on (B)(6) 2016. The surgeon was hammering the tibial nail down when the driving cap broke. The driving cap snapped into two pieces. One piece of the broken driving cap remains stuck inside the insertion handle. The other piece of the broken driving cap fell onto the floor. Nothing fell into the patient. There was a reported surgical delay of half a second. No additional medical intervention or additional x-rays were required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: insertion handle (part #03.010.440, lot #11-3169, quantity 1), 9x345 tibial nail (part #unknown, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).